Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed air alarm¿ could not be duplicated and the probable cause was unknown. After an initial check of the device, no problems were found and no further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device displayed an ¿air alarm¿. It was stated that that incident occurred during routine operation, there were no special incidents and no patient harm.